Event description:
It was reported that there was potential undersensing on electrograms (egm), and an atrial lead position check failure was also noted on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.